Event description:
The customer reported that the system displayed a communication failure error message during procedure and just stopped working. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The system was operating as intended.